Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked reservoir tube lip and battery tube threads.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have been laying down when alarm occurred. Customer also reported to have changed batteries due to alarm but was not able to clear batteries due to act and esc buttons not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.